Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer and prostate. Medical intervention was not specified. During the investigation, manufacturer observed an unknown dust contaminant on the top cover, inside the iso port, pca, side panel, blower cap, right side assembly, blower housing, blower, bottom enclosure, and air inlet seal. Observed white hairlike contaminant on the top cover, pca, side panel, blower cap, right side assembly, blower housing, blower, and bottom enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the inside of the iso port. Observed the air inlet seal was discolored. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box d: device avail. For eval? And date returned has been updated. In box g: device eval. By mfg. And device avail. For eval? Has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid, component code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer and prostate. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.